Event description:
Unsure exactly how it happened, but the hub of one port on a 2l peripherally inserted central catheter, PICC came off. If it got caught in the side rail the whole line should have pulled out. The hub should not have come apart. Dates of use: three days, 2008. Diagnosis or reason for use: central access for cvp monitoring.